Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), ubd: , UDI#: 00643169283275. Analysis for the mainframe found no fault or malfunction with the device. The device was tested and passed all manufacturing specifications. Analysis for the patient interface found that the decal is scratched/damaged and the wave washer is worn. The decal and the wave washers have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the nerve monitoring system stopped working during a thyroidectomy procedure. There were no error codes or any visual and/or audible indicators that alerted the user of the issue. The electrodes and impedance were checked for troubleshooting. There was no delay in the procedure as a result of this event. The case was completed. There was no patient impact.